Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 24.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to unexpected post-operative refraction that significantly interferes with the patient's activities of daily life. There was no incision enlargement and no vitrectomy, but one (1) suture was used to the side port. The replacement lens was the same diopter, but different model zkb00. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.